Event description:
As reported by our japanese affiliates, during implant of a 23mm sapien 3 ur valve, leaflet sticking occurred. Due to this event, emergent valve in valve procedure was required. Directly after the 1st valve was implanted and post-dilation was executed, hypotension was noted. The observation through tee was executed while cardiac massage was applied. As the hemodynamics became stable, severe central ar was observed. Two leaflets seemed to be stuck. It was decided to execute the emergent valve in valve procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from an engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The edwards s3ur thv with commander delivery system IFU along with the device preparation and procedural training manuals were reviewed. Severe adverse events include: 'paravalvular or transvalvular leak; valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with thv exerts force or excessive force on annulus resulting in annular rupture and with thv not properly sealed against anatomy leading to moderate paravalvular leak, resulting in additional intervention (percutaneous). No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for leaflet motion restricted-in patient and deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'right after the 1st valve implantation and post-dilation, hypotension was noted. The observation through tee was executed while cardiac massage was applied. As the hemodynamics became stable, severe central ar was observed. Two leaflets seemed to be stuck. It was decided to execute the emergent valve in valve procedure.' There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. In this case, post-dilation was performed after valve deployment. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to leaflet motion restricted and central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.